Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough investigation as conducted. Product analysis shows that the display remained black when the prm was powered up. The top half of the inverter cover was melted and was replaced. The prm passed the incoming test with a good known inverter.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.